Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/12/2025, the user reported that the sleep/wake button was not working. The screen woke up when placed on the charging pad and was able to be turned back on during the call. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.